Event description:
Resident was using an older model (2004) invacare rpa 600-1 mechanical, hoyer type, pt lift. One strap on the sling (supporting the left lower extremities) came off of the hook and the resident fell to the floor. It is very difficult to know the exact cause, whether user error contributed or whether this is a device issue. However, no matter how I look at this, the issue would have been prevented with a simple design modification. This particular lift has a hook that makes a 270 degree turn to prevent the strap from backing off of the hook. However, the straps on these slings are stiff. There are 2 potential issues that can arise. The staff could not get the strap fully onto the hook because it will sometimes not make the turn through the curvature of the hook unless the staff twists the strap as the lower it to the lowest portion of the hook. If it stays on the top portion of the hook, the strap can back off because there is no catch to prevent it. If the pt's weight is more heavily distributed to some straps of the sling than others, there may be a problem when positioning them to lower them onto the surface you are transferring them to. This occurs potentially because to turn the pt, instinctively, some staff will guide them by placing their hands on the straps. Because the straps are stiff, if there's less weight on a particular strap, the strap has some potential to back off of the hook because there is no catch to prevent this from happening. Dates of use: 7 years.